Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity, with no other complaints identified for likely cause lot 89093li00. Tracking and trending report review for the alinity I anti-hcv assay determined that there are no related adverse or non-statistical trends. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Since the reagent lot is expired performance testing could not be performed. Furthermore virial load did not indicate an hcv infection and reactive results for antibody tests (innolia score and atellica (siemens)) were considered false reactive for the sample. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I anti-hcv assay was identified.

Manufacturer narrative:
Additional information has been received by the customer to clarify the incident. The patient in question is not a burn patient. The patient is a nurse who works in the burn unit. She had a sample drawn within the context of accidental exposure to blood. The laboratory has confirmed that the negative result generated by the alinity I anti-hcv assay was accurate. The customer further indicated the western blot result was initially misread and was subsequently determined to be negative and the nonspecific reactive result was due to anti-streptavidin antibody. Results from viraemia on genexpert cepheid showed no detection. The customer determined the reactive results using the siemens and liaison methods were deemed false reactive.

Manufacturer narrative:
This report is being filed on an international product, alinity I anti-hcv, list 8p06, that has a similar product distributed in the us, architect anti-hcv, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) alinity I anti-hcv result for a serious burn patient. The sample generated (B)(6) results, (B)(6) viral load and (B)(6) results on (B)(6). No adverse impact to patient management was reported.